Event description:
It was reported that pump declared altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support guided cleaning of speaker area, removal and reconnection of cartridge, and loading of new cartridge, but altitude alarm continued to recur, so pump and cartridge were arranged for replacement, customer was instructed to use multiple daily injections as backup insulin therapy.